Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "poor pad contact" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer reports were observed during initial testing. However, during the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. The damaged parts were replaced to resolve the reported problems. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.